Event description:
It was reported that the manometer packaged in the blakemore tray did not zero and could not be calibrated to measure the correct pressure. Three kits were opened and all manometers had the same problem. The fourth kit functioned properly and there was no harm to the patient. Centurion medical products purchased the manometers from (B)(4) health products, inc. The distributor, (B)(4) health products, inc was notified of the complaint on september 10, 2010.